Event description:
The nurse had contacted the technical service representative (tsr) regarding another matter and stated the home patient (hp) had peritonitis and had fibrin in the line for the past 5 hours. There were no allegations against any baxter products in this case of peritonitis.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.a 510k number will not be included in this submission as the product code is unknown.